Event description:
It was reported that a spectrum iq infusion pump would not recognize loaded tube and stopped the infusion in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "would not recognize loaded tube and stopped the infusion" was not reproduced. The device was tested for flow accuracy at a delivery rate of 40 ml/hr and a volume to be infused of 40 ml for a one hour run time and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.